Event description:
The customer reported that while running a hepatitis core assay, summit sample handler did not pipette the correct amount of diluent in row e. Customer also reported bubbles in the tips and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.